Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing beeping coming from device for over a week. Beeping occurs at the same time every day in and outside the home. Patient was played alert tones, but indicated what they hear is different. An attempt for additional information from the physician was unsuccessful. The device was replaced. No patient complications were reported as a result of this event.